Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set occlusion issue event on 13-feb-2026. The blood glucose level was high and patient was treated with correction bolus via pump. No further information available.